Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that the ubk sleek tampon unraveled and came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with three tampons. Consumer is unsure if she removed all pieces, so she visited a doctor to confirm that no pieces remained. Consumer reported she had no symptoms.